Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was only receiving stimulation in her ribs. X-rays imagery identified the lead had migrated. The physician elected to proceed with surgical intervention and repositioned the lead.